Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited no capture, high thresholds and undersensing. The rv lead settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.